Event description:
It was reported that during an "rcpe" procedure the duodenal wallflex stent did not deploy. The procedure was for treatment of duodenal stenosis and biliary neoplasty. The physician advanced the wallflex stent, but the stent did not release. The delivery system broke. The stent and delivery system were removed in tact from the patient. The procedure was not completed, but was rescheduled for an unknown date. The patient was reported to be stable post procedure.